Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic transversal colon resection, during the end to end extracorporeal anastomosis, in the beginning of the firing, the surgeon noticed that the tissue was slipping away from the cartridge and then the blue cartridge part broke off from the reload. There was an incomplete staple line centrally. The surgical time was extended by 35 minutes because the surgeon needed to enlarge the resection site to perform a new end to end anastomosis. An incision was extended by more than 1 inch. There was also an unanticipated tissue loss as a result of the device problem. They opened another reload to complete the case.